Event description:
Customer called to report a small amount of clenz (cleaner) leak from the coulter hmx analyzer with autoloader. Customer resolved the leak issue by reattaching the tubing to ff151. Customer also stated that the instrument gave a low voltage error and latron primer high messages. The customer technical specialist generated a service request. On the same day, the field service engineer (fse) inspected the instrument and repaired a leak at pinch valve (pv) 43. The fse determined that his repair was required to resolve the leak described above because ff151 goes through pv43. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no patient samples or results were affected by the instrument leak issue, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).